Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. The suction regulator was replaced to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1006-9310-000 anesthesia gas machine experienced a broken suction regulator preventing the use of suction. The report was received from a single source. The reported event did involve a patient. There was no patient information available.